Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("lower abdominal pain and cramping") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), allergy to metals ("allergy to the nickel in the device"), menorrhagia ("severe menstrual bleeding"), dysmenorrhoea ("severe menstrual cramping"), back pain ("lower back pain"), alopecia ("hair loss"), rash ("rashes"), dental caries ("tooth decay"), weight increased ("weight gain") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (laparoscopic hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain lower, allergy to metals, menorrhagia, dysmenorrhoea, back pain, alopecia, rash, dental caries, weight increased and procedural pain outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, dental caries, dysmenorrhoea, menorrhagia, procedural pain, rash and weight increased to be related to essure. The reporter commented: on (B)(6) 2013, plaintiff underwent a laparoscopic hysterectomy. Following the surgery, plaintiff suffered a painful post-operative recovery. Since having the surgery, plaintiff's symptoms were mostly resolved. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("lower abdominal pain and cramping") in a 29-year-old female patient who had essure (batch no. 904756) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included autoimmune hepatitis (recovered prior to essure), hepatitis, allergic rhinitis, hypothyroidism and gravida (g3). Previously administered products included for an unreported indication: micronor. Concurrent conditions included menses irregular. Concomitant products included doxycycline, fluconazole (diflucan), levothyroxine, metronidazole (flagyl), omeprazole (omeprazol) and oxycocet (percocet). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced weight increased ("weight gain/weight gain / loss specify which one: weight gain"), migraine ("migraines / headaches"), headache ("migraines / headaches"), fatigue ("fatigue") and dyspareunia ("dyspareunia (painful sexual intercourse)").on (B)(6) 2013, 9 months 20 days after insertion of essure, the patient experienced urticaria ("allergic or hypersensitivity reaction type: severe hives/rashes or skin conditions type: hives"). In 2013, the patient experienced menorrhagia ("severe menstrual bleeding/abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("severe menstrual cramping/dysmenorrhea (cramping)"), dental caries ("tooth decay/dental problems"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), thyroid disorder ("autoimmune disorder type of disorder: thyroid re flair of aih"), autoimmune hepatitis ("autoimmune disorder type of disorder: thyroid re flair of aih") and vaginal discharge ("vaginal discharge chronic increased"). On (B)(6) 2013, the patient experienced pelvic pain ("pain"). On (B)(6) 2013, the patient experienced polyp ("polyp"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), allergy to metals ("allergy to the nickel in the device/nickel allergy"), back pain ("lower back pain/low back pain"), alopecia ("hair loss/hair loss"), rash ("rashes"), procedural pain ("painful post-operative recovery"), adnexa uteri cyst ("other injury or complications-describe: adnexal cyst") and abdominal distension ("bloating"). The patient was treated with prednisone and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain lower, allergy to metals, menorrhagia, dysmenorrhoea, back pain, alopecia, rash, dental caries, weight increased, procedural pain, vaginal haemorrhage, thyroid disorder, autoimmune hepatitis, migraine, headache, pelvic pain, fatigue, vaginal discharge, dyspareunia, adnexa uteri cyst and polyp outcome was unknown and the urticaria and abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri cyst, allergy to metals, alopecia, autoimmune hepatitis, back pain, dental caries, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, polyp, procedural pain, rash, thyroid disorder, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2013, plaintiff underwent a laparoscopic hysterectomy. Following the surgery, plaintiff suffered a painful post-operative recovery. Since having the surgery, plaintiff's symptoms were mostly resolved. Current weight 110 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal discharge, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2018: quality safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("lower abdominal pain and cramping") in an adult female patient who had essure (batch no. 904756) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included autoimmune hepatitis (recovered prior to essure), hepatitis, allergic rhinitis, hypothyroidism and gravida (g3). Previously administered products included for an unreported indication: micronor. Concurrent conditions included menses irregular. Concomitant products included doxycycline, fluconazole (diflucan), levothyroxine, metronidazole (flagyl), omeprazole (omeprazol) and oxycocet (percocet). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced weight increased ("weight gain/weight gain / loss specify which one: weight gain"), migraine ("migraines / headaches"), headache ("migraines / headaches"), fatigue ("fatigue") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced menorrhagia ("severe menstrual bleeding/abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("severe menstrual cramping/dysmenorrhea (cramping)"), dental caries ("tooth decay/dental problems"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urticaria ("allergic or hypersensitivity reaction type: severe hives/rashes or skin conditions type: hives"), thyroid disorder ("autoimmune disorder type of disorder: thyroid re flair of aih"), autoimmune hepatitis ("autoimmune disorder type of disorder: thyroid re flair of aih"), pelvic pain ("pain") and vaginal discharge ("vaginal discharge chronic increased"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), allergy to metals ("allergy to the nickel in the device/nickel allergy"), back pain ("lower back pain/low back pain"), alopecia ("hair loss/hair loss"), rash ("rashes"), procedural pain ("painful post-operative recovery"), adnexa uteri cyst ("other injury or complications-describe: adnexal cyst") and abdominal distension ("bloating"). The patient was treated with prednisone and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain lower, allergy to metals, menorrhagia, dysmenorrhoea, back pain, alopecia, rash, dental caries, weight increased, procedural pain, vaginal haemorrhage, thyroid disorder, autoimmune hepatitis, migraine, headache, pelvic pain, fatigue, vaginal discharge, dyspareunia and adnexa uteri cyst outcome was unknown and the urticaria and abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri cyst, allergy to metals, alopecia, autoimmune hepatitis, back pain, dental caries, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, procedural pain, rash, thyroid disorder, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2013, plaintiff underwent a laparoscopic hysterectomy. Following the surgery, plaintiff suffered a painful post-operative recovery. Since having the surgery, plaintiff's symptoms were mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Vaginal discharge, menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: severe hives, autoimmune disorder type of disorder: thyroid re flair of aih, migraines / headaches, rashes or skin conditions type: hives, migraines / headaches, dental problems, dysmenorrhea (cramping), pain, fatigue were added. Patient's medical history was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("lower abdominal pain and cramping") in a 29-year-old female patient who had essure (batch no. 904756) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included autoimmune hepatitis (recovered prior to essure), hepatitis, allergic rhinitis, hypothyroidism and gravida (g3). Previously administered products included for an unreported indication: micronor. Concurrent conditions included menses irregular. Concomitant products included doxycycline, fluconazole (diflucan), levothyroxine, metronidazole (flagyl), omeprazole (omeprazol) and oxycocet (percocet). In 2012, the patient experienced weight increased ("weight gain/weight gain / loss specify which one: weight gain"), migraine ("migraines / headaches"), headache ("migraines / headaches"), fatigue ("fatigue") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6)2012, the patient had essure inserted. On (B)(6)2013, 9 months 20 days after insertion of essure, the patient experienced urticaria ("allergic or hypersensitivity reaction type: severe hives/rashes or skin conditions type: hives"). In 2013, the patient experienced menorrhagia ("severe menstrual bleeding/abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("severe menstrual cramping/dysmenorrhea (cramping)"), dental caries ("tooth decay/dental problems"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), thyroid disorder ("autoimmune disorder type of disorder: thyroid re flair of aih"), autoimmune hepatitis ("autoimmune disorder type of disorder: thyroid re flair of aih") and vaginal discharge ("vaginal discharge chronic increased"). On (B)(6)2013, the patient experienced pelvic pain ("pain"). On (B)(6)2013, the patient experienced polyp ("polyp"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), allergy to metals ("allergy to the nickel in the device/nickel allergy"), back pain ("lower back pain/low back pain"), alopecia ("hair loss/hair loss"), rash ("rashes"), procedural pain ("painful post-operative recovery"), adnexa uteri cyst ("other injury or complications-describe: adnexal cyst") and abdominal distension ("bloating"). The patient was treated with prednisone and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2013. At the time of the report, the abdominal pain lower, allergy to metals, menorrhagia, dysmenorrhoea, back pain, alopecia, rash, dental caries, weight increased, procedural pain, vaginal haemorrhage, thyroid disorder, autoimmune hepatitis, migraine, headache, pelvic pain, fatigue, vaginal discharge, dyspareunia, adnexa uteri cyst and polyp outcome was unknown and the urticaria and abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri cyst, allergy to metals, alopecia, autoimmune hepatitis, back pain, dental caries, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, polyp, procedural pain, rash, thyroid disorder, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6)2013, plaintiff underwent a laparoscopic hysterectomy. Following the surgery, plaintiff suffered a painful post-operative recovery. Since having the surgery, plaintiff's symptoms were mostly resolved. Current weight 110 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.7 kg/sqm. Hysterosalpingogram - on (B)(6)2012: total bilateral occlusion concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal discharge, menorrhagia, pelvic pain most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received. New event polyp was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.